Event description:
It was reported that during the installation of the catheter (after dilatation of the guide), the catheter couldn't advance on the guide. Attempts were made to remove the guide but without success: it seems to be damaged. It was removed with strength. The guide unraveled on different parts. The proximal tip was jammed and under the skin, some kinks were visible. An incision was made to recover the guide which had a node on its end.

Manufacturer narrative:
(B)(4).